Event description:
During an in-clinic follow-up, the left ventricular (lv) lead was found to be dislodged. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.